Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms noted. The device was received with minor scratched lcd window and cracked reservoir tube lip. The motor was tested outside the device and passed the test.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 120 mg/dl. The unit was not exposed to a strong magnetic field. The patient was assisted with clearing the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.